Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during second firing of the gastric sleeve on stomach on a laparoscopic sleeve gastrectomy, the stapler was articulated and then once the firing was started, after the first squeeze of the handle the articulation snapped back and the reload was no longer able to be fired. The jaws were opened, and the reinforcement was cut out. This resulted to incomplete staple line distally. A new reload was put on and the same thing happened for a second time. Another handle was opened and used to complete the case. There was no patient injury.